Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser probe was not able to be inserted into a 25g trocar prior to surgery.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. When the sample was inserted through a 25-gauge trocar, it passed through without any noticeable resistance. The sample¿s laser radio frequency identification (rfid) tag was read and the sample was not associated with the customer¿s reported lot number. The sample received, is unrelated to the customer¿s reported event. The 25 gauge illuminated flex curved laser probe was manufactured on november 8, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).